Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on 12/30/2014 with the following findings: visual inspection of the pump found some cosmetic damages. On investigation the pump powered up to a dim and discolored verifying screen with the appropriate audible and vibratory alerts.

Event description:
On (B)(6) 2013, a company representative contacted animas, alleging a dim display on a demo pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.